Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The patient experienced a severe reaction to the topical skin adhesive. The patient had to undergo a course of treatment to manage the reaction including an extended hospital stay. Additional information was requested.

Manufacturer narrative:
The patient underwent a right total knee replacement on (B)(6) 2015 and topical skin adhesive was used on the knee. The first signs of reaction occurred on (B)(6) 2015. The reaction covered an area of 5cm around the surgical line. The topical skin adhesive was removed 10 days after the procedure when the reaction started. The first signs of reaction were redness, hot, skin blisters at the surgical line and very itchy. Two swabs were taken (B)(6) 2015 and showed no significant growth. The patient had dressing changes on (B)(6) 2015. The current status of the patient was reported as ok and the wound healed. Additional (B)(4).